Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reached out to iqvia and stated that their arctic sun device was having temperature fluctuation issues. Iqvia explained to biomed to give tech support a call. Per wo notes, they got the csv file and saw it was a neonate pad being used, it started with good flow but dropped to 0.5 cutting power to the heater and alerting 113 (reduced water temperature control).